Manufacturer narrative:
During the inspection of the returned asset device, other malfunctions found were no video when using the 180 scopes due to defective circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, evis exera iii video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was an out of box printed circuit board failure. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed was due to failure of the patient board set. The cause of the defective board set could not be identified. Olympus will continue to monitor field performance for this device.